Manufacturer narrative:
A field service engineer (fse) was dispatched who called the customer over the phone to address the reported event. Fse troubleshooted that issue with the customer and found a defective solenoid valve.fse walked the customer through replacing the 2 way solenoid valves and verified proper operation.the customer reported that the instrument was operational. There was no further action required by fse. The most probable cause of the reported event 2-way solenoid valve failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 101 low pressure with their g8 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.